Event description:
It was reported by the rep that the device was used during a laparoscopically assisted vaginal hysterectomy, it was reportred the inner seal on the 512on tore. It leaked pneumo throughout the case. This also happened on several other cases that the surgeon has performed. There was no consequence to the pt.